Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication. It was reported the patient¿s pump was implanted in (B)(6) 2019 and had been having multiple motor stalls. Further information was not provided. The event date was asked and unknown. No further complications were reported/anticipated or expected.